Event description:
It was reported the patient¿s implantable neurostimulators (ins) shut off in a store. The patient did not know exactly when it happened, but it was before (B)(6). The patient mentioned doors, arches and an airport. The patient¿s ins were alright and their healthcare professional (hcp) set them up. The patient took their medicine and did pretty well while having the inss. Follow up with the patient¿s hcp indicated the inss turned off and on when the patient went in and out of stores. The patient experienced off periods due to their ins being turned off when entering or exiting stores. The patient had recovered without permanent impairment. Refer to manufacturer report #3004209178-2015-04185.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v079662, implanted: 2008-(B)(6), product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: 2008-(B)(6), product type: extension. Product ID: 7426, serial# (B)(4), implanted: 2008-(B)(6), explanted: 2014-(B)(6), product type: implantable neurostimulator. Product ID: 7482a51, serial# (B)(4), implanted: 2008-(B)(6), product type: extension. (B)(4).